Event description:
Pt with hisotry of breast cancer with right side mastectomy in 1998 presented to hospital for breast reconstruction in 2001. The pt had left breast reduction and 1st stage right breast reconstruction with placement of tissue expander. Approx in november, while trying to inflate the expander to 480cc, the physician noted that it would not hold fluid after 2 successive attempts. Pt returned to hospital in 2001 for replacement of the tissue expander. Upon removal, it was noted to have a hole between the tubing and the dome.